Manufacturer narrative:
(B)(4) the date of onset of peritonitis event was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient had a previous episode of peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. The treatment and outcome of the peritonitis were not reported. Action taken with therapy was not reported. Additional information was requested but was not available at this time.